Manufacturer narrative:
Evaluation summary: no issues are raised regarding the design, labeling or packaging of the femoral head. No products or pictures were returned for examination and no details about the pt size or activity level were provided. At this time no product issue is apparent and therefore, no further action will be taken based on the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted by mistake, and that it was revised 3 days after implantation.